Manufacturer narrative:
Philips service provided information and ordered a replacement ionization chamber. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that collimator ionization chamber failing; temporary issue resolved on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.